Manufacturer narrative:
The oad was received at csi for analysis, engaged on the guide wire. Visual examination revealed biological material on the proximal and distal edges of the driveshaft crown. When tested, the oad functioned as intended. Review of the device data log revealed numerous stall conditions. At the conclusion of the device analysis, the report that the oad became stuck in the vessel could not be confirmed through analysis. The stall and biological material could have contributed to the stuck in vessel event, however this could not be confirmed. There was no damage observed that would have contributed to the material accumulation. The diamondback peripheral orbital atherectomy system instructions for use states "immediately stop spinning device if the oad stalls. Review for complications and mechanical failure if a stall condition occurs. Do not change to a higher speed if the oad stalls". Per details reported for the event, the vessel diameter was approximately 1.50-2.00mm. The diamondback peripheral orbital atherectomy system instructions for use states, "do not use the oad in a vessel that is too small for the crown. The reference vessel diameter at the treatment area must be at least 2.00 mm in diameter for the 1.25mm micro crown." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback gen2 peripheral orbital atherectomy device (oad) was selected for treatment of a pedal artery, which was moderately calcified and had a vessel diameter of 1.5-2.0mm. During treatment the oad crown became stuck in the pedal loop. Attempts to remove the device including glideassist mode and insertion of a catheter were made, but were unsuccessful, and eventually a buddy wire was inserted to free the device from the vessel. A delay of 30 minutes or greater occurred.